Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned one-photo sample noted one unopened (with original packaging) latex intermittent catheters. Visual inspection of the one-photo sample noted visual inspection of the one photo sample noted that the red rubber latex intermittent catheter appeared to have degradation on the catheter and the catheter shaft. This does not meet specification per which states the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their clinical staff stated that they noticed cracking in general purpose latex intermittent catheters [pcn#277710 (batch #unk), (batch #ngfs3051), (batch #nghv0932), (batch #nggr2390), (batch #nggq3730)], [pcn #277708 (batch #nghs3453), (batch #nggz0495), (batch #nggt3524), (batch #nggy3130), (batch #nggs2682)], [pcn #94180 (batch #ngey3152)], [pcn #94120 (batch #ngev4510)], [pcn #56110 (batch #ngfw2958)], [pcn #56114 (batch #nggv2774)]. They were concerned that they were brittle and could affect patient safety. Based off of their concerns, they swept their supply areas and found the catheters below to show the same characteristics. They would like to have those evaluated. They have also included a photo below, which shows the cracking. Per customer follow up information received via email on 05mar2025, stated that there was no impact to the patient.

Event description:
It was reported that their clinical staff stated that they noticed cracking in general purpose latex intermittent catheters [pcn #(B)(6) (batch #unk), (batch #ngfs3051), (batch #nghv0932), (batch #nggr2390), (batch #nggq3730)], [pcn #(B)(6) (batch #nghs3453), (batch #nggz0495), (batch #nggt3524), (batch #nggy3130), (batch #nggs2682)], [pcn #(B)(6) (batch #ngey3152)], ]pcn #(B)(6) (batch #ngev4510)], [pcn #(B)(6) (batch #ngfw2958)], [pcn #(B)(6) (batch #nggv2774)]. They were concerned that they were brittle and could affect patient safety. Based off of their concerns, they swept their supply areas and found the catheters below to show the same characteristics. They would like to have those evaluated. They have also included a photo below, which shows the cracking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.